Manufacturer narrative:
After further review it was determined that the suspect device was a disposable set and required a new manufacturer report number. Please reference manufacturer report number 9616066-2019-01507 for MDR reporting. The customer¿s experience of uncontrolled flow in the drip chamber was confirmed. The pcu event log showed pump module s/n 15108337 was in use and infusing cyclosporine 24 hour infusion (drugid 103) at a rate of 10.4ml/hr (programmed at 7:00 pm on 01 march 2019). From 3:45pm to 4:21 pm, the user paused the infusion 5 times and then started it shortly after. At 4:22 pm, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 4.153ml. Functional testing performed found the pump module to be delivering fluid within specification when tested with a characterized medley rate control set. Unregulated flow was observed and confirmed using the returned primary set (model 2420-0007). The silicone tubing of the used primary set was found to be out of specification. The root cause of the customer¿s experience of uncontrolled flow in the drip chamber was identified as due to an eccentric (out of round) silicone tubing of the pumping segment of the event disposable set (model 2420-0007).

Event description:
The customer reported that during an infusion of cyclosporine on the bone marrow transplant care area, pump module a was paused with the yellow light visible, however uncontrolled flow was observed in the drip chamber of the tubing. The nurse had to clamp the line to stop the flow. The cyclosporine was expected to infuse at 10.4 ml/hr with a dose of 1.97 mg/kg. Also infusing on pump module b was sodium chloride at 25 ml/hr. No patient harm was reported. The biomed initial inspection of the module revealed no anomalies, and there were no user reports of a door obstruction. Received a copy of the customer's cmdsnet program report from health canada which states, ¿new civi csa bag and line hung. Nurse noticed csa dripping faster than programmed rate after bag change. Nurse paused pump but the csa continued to run at the faster rate than previously running. Rn clamped tubing between pump and patient and the csa stopped running. No holes or cracks noted in the IV tubing."

Manufacturer narrative:
Although requested, patient demographic details were not provided and the devices have not been received. A follow up report will be submitted with failure investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of cyclosporine on the bone marrow transplant care area, the pump module a was paused with the yellow light visible. The user identified uncontrolled flow in the drip chamber, and clamped the line to stop the flow. The cyclosporine was expected to infuse at 10.4 ml/hr with a dose of 1.97 mg/kg. Also infusing on pump module b was sodium chloride at 25 ml/hr. No patient harm was reported. The biomed initial inspection of the module has revealed no anomalies, and there were no user reports of a door obstruction. Received a copy of the customer's cmdsnet program report from health canada which states, ¿new civi csa bag and line hung. Nurse noticed csa dripping faster than programmed rate after bag change. Nurse paused pump but the csa continued to run at the faster rate than previously running. Rn clamped tubing between pump and patient and the csa stopped running. No holes or cracks noted in the IV tubing".